Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under all the key contacts. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad cover was torn over the ok button and the keypad symbols were worn. All of the buttons responded appropriately. Evaluation revealed that there was keypad contamination under all key contacts. Evaluation revealed that the entire display lens surface was scratched and the display lens was cracked around the edges are duplicated. (B)(6). Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.